Event description:
It was reported that the implantable neurostimulator (ins) implanted in 2006 had been replaced in (B)(6) 2015 due to it shorting out on her and it had been 9 years. Follow-up was performed to determine if any troubleshooting had been performed, if a cause of the shorting out had been determined, and if the battery had reached normal depletion. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v007342, implanted: (B)(6) 2006, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4).